Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
A sjm representative observed that the ipg battery was depleted when he authorized the programmer. The ipg was intended for patient implant. The programmer displayed the "stimulation off" message. The ipg was going to be used for a case on (B)(6) 2011. The "recharge by" date on the ipg box was 06/03/2012. A different ipg was used for the case. The ipg was returned on (B)(6) 2011 to be analyzed. No further information is available at this time.